Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative bhcg result generated by the access 2 instrument for one patient.the initial result was 0.9miu/ml, and "<1000miu/ml" when the sample was diluted. The specimen was re-tested neat on a different instrument and 2 results of ">1000miu/ml" were obtained. The sample gave results of 65,728 and 70,649miu/ml when it was tested diluted.the specimen was then re-tested neat on the access 2 instrument and a result of ">1000miu/ml was generated, and a result of 56,911miu/ml upon dilution.the results were reported out of the lab.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects bhcg samples in bd serum tubes with a gel separator, and centrifuges specimens at 3,600 rpm for 10 minutes. The sample was normal in appearance.qc was within the customer's established ranges prior to and after the event.a system check performed on 09/15/09 passed.a field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm) on the instrument; no issues were noted.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.